Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter in two pieces. The balloon is loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 25.1cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The tip is damaged. There are numerous hypotube kinks. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the circumflex artery. A 1.50mm x 12mm emerge¿ push balloon catheter was advanced for dilatation; however, the shaft broke about 120 cm back from the tip of the balloon catheter. The procedure was completed with a different device. No complications were reported and patient's status was fine.